Event description:
It was reported that the ventilator alarmed proximal pressure sensor auto failed. The reported issue occurred during set up with no delay noted. The customer was provided with part number for the solenoid valve. Upon a follow-up, the customer reported that the data acquisition (da) board was replaced to address the issue and the unit was return to use. The customer reported that the da board was disposed of and would not be return for analysis.